Event description:
During the right atrial tachycardia procedure, contact force issues resulted in a procedural delay. After inserting the catheter into the patient, it was noted that the signals appeared on the ensite x and workmate claris system, but contact force was not displayed. We were unable to zero, a message displayed stating that no catheter was connected. The tactisys was exchanged and the tactisys was connected to the ampere cable, with no resolution. The catheter was exchanged, and the issue was resolved. The procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A ¿catheter not detected¿ error message was displayed when the returned device was connected to the tactisys quartz, consistent with the reported event. Further investigation revealed the error message was due to a fracture in the 19-pin connector flex circuit on the eeprom to pin 14 trace, consistent with the observed error message and with the reported event. The deformable body thermocouple met specifications during electrical testing and optical fibers 1-3 met specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported issue will continue to be trended.